Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of questionable elecsys toxo igm results and elecsys cmv igm immunoassay results for 1 patient sample on a cobas 6000 e 601 module analyzer serial number (B)(4). This medwatch will cover the toxo igm reagent. Refer to the medwatch with patient identifier (B)(6) for information related to the cmv igm reagent. The sample was tested twice with the elecsys toxo igm assay resulting in values of 3.73 coi (reactive) and 3.72 coi (reactive). The sample was repeated on the vidas biomérieux toxo igm assay resulting in a value of <0.55 index (non-reactive). The sample was tested with the elecsys cmv igm assay resulting in a value of 1.62 coi (reactive). The sample was repeated on the vidas biomérieux cmv igm assay resulting in a "negative" value. The specific result was not provided. It was unknown if the results were reported outside the laboratory.

Manufacturer narrative:
The sample was provided for investigation where the toxo igm results could be reproduced. The investigation determined the sample contains an interferent to the ruthenium component for both toxo igm and cmv igm. This particular patient sample is not suitable for elecsys toxo igm and cmv igm, due to the ruthenium label used in these assays. Per product labeling, "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The elecsys toxo igm and cmv igm assays performed within specification.